Manufacturer narrative:
This event involved a patient of unknown age, gender and medical history. The reason for admission to hospital is unknown, however, a coronary angiogram revealed a lesion of unspecified characteristics in an unknown artery. It was reported while implanting a 3.00x28mm cypher stent, the balloon ruptured at 8atm. The stent was deployed and post-dilated with another balloon. No patient injury was reported. The stent remains implanted in the patient and thus not available for evaluation. The sds has not been returned for failure analysis. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan including balloon multiple, prolonged and burst test results. Due to the limited information provided, it is not possible to draw a conclusion about the clinical relationship between the device and the event. There is no clear indication that these events were design or manufacturing related.

Event description:
The balloon of a 3.0 x 28mm cypher stent burst at 8atms. No additional information provided. The product will not be returned. There were no adverse consequences to the patient.